Event description:
Pt was having an MRI scan of spine, monitoring patches with lead wires were left on the pt inadvertently. Pt was in spine precautions and had a back brace, the wires and leads were missed. The pt had 2 blisters under the patches the following day. I do not have a lot number, we are not sure if these were placed at our hosp, or the hosp the pt was transferred in from. This was a trauma.